Event description:
Scoliosis stitching study was performed on the pt. The stitched image was presented with no failure indicated. The spine appeared fractured. The ruler did not appear completely in the image. On the raw pre-shots, the dots of the ruler can be seen, but not the whole ruler. The stitched image does not show the dots on the lower image. Pt was back boarded and sent to local hosp for MRI and follow-up x-rays. The spine was not fractured as indicated in the stitching study.

Manufacturer narrative:
Conclusion - (other) - the incorrect use of the manual stitching caused this event. The cause for incorrect manual stitching was first due to the stitched (composite) image was used for diagnostic without carefully checking the overlap area. Second, the stitching was made according to the ruler instead of the anatomy. The instruction for use clearly describes the stitching mechanism and points out its possible "limitations". The system is within specifications.